Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown. Omnipod software app version: 3.1.2-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient was hospitalised with diabetic ketoacidosis on (B)(6) 2026. The patient¿s blood glucose rose to 600 mg/dl after wearing the pod between 5 and 24 hours on the arm. It was reported that the adhesive on the pod came loose which caused the cannula to dislodge from the infusion site. Reported symptoms include thirst, fatigue, vomiting and reports being dazed. The patient was taken to hospital in an ambulance. The patient was diagnosed with diabetic ketoacidosis and an influenza-like infection. The patient was treated with an unspecified pen, an unspecified painkiller, 3 or 4 unspecified infusions and 4 or 5 unspecified perfusions. The patient was discharged on (B)(6) 2026.